Event description:
It was reported that during an egd procedure for treatment, the tip with needle guide tube assembly detached from the device. The device was taken out of the scope and then placed back down the scope for further use. At the time of removal they noticed that the tip was gone and the needle was exposed. The ceramic tip portion of the probe was not on the device when the probe was taken out of the scope. They are not sure if the product came with the tip intact. They looked and did not find it in the pt and used another type to finish the procedure. The procedure outcome was reported as fine. The pt's condition after the procedure was reported as fine.